Manufacturer narrative:
The device was returned to mmdg for evaluation of the free flow complaint. During the investigation mmdg was not able to confirm or replicate the complaint. The device was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump free flowed and continued to deliver after the infusion was complete. The initial reporter also stated that this had occurred during testing and did not have any patient impact. (B)(4).